Event description:
It was reported that impedance testing revealed readings >4000 ohms. C, 8= 6884; c,9=4509; c,10=805; c,11=1244; 8, 9=4405; 8,10= 6533; 8,11= 7560; 9,10=3956; 9,11=5144; 10,11=1288. Caller reports patient is currently programmed =, 10- 4.3 v, 210 pw, 145hz with a therapy impedance of 789 ohms the therapy impedance measurements for c, 11 and 10,11 were within normal limits. The caller reported a loss of therapeutic effect after the impedance checks were performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3387-40, serial #(B)(4), implanted: 2004(B)(6), explanted: unknown. Lead: model 3387-40, serial #(B)(4), implanted: 2004(B)(6), explanted: unknown. Extension: model 37085-95, serial #(B)(4), implanted: 2011 (B)(6), explanted: unknown. Extension: model 37085-40, serial #(B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 37642, serial #(B)(4). Recharger: model 37651, serial #(B)(4).